Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient started feeling pain early in the morning of the day of the report and when she tried to increase the stim, she saw the ¿settings not available¿ message on the controller screen. The patient stated that she was unable to increase the stim past 4.2v, so she had to take a pain pill, her blood pressure was at 168, and they could not sleep or do anything. The patient met with a manufacturer representative (rep) in the week prior for reporting and left a voicemail. Both the implantable neurostimulator (ins) and the controller were 60% charged and they were still unable to increase the stim to the desired intensity. Settings were changed from group b to group a and the patient reported feeling stim strongly in the legs, but not in the back where stim was needed. The out of regulation (oor) condition was still present at the conclusion of the call, so in the end, the patient was redirected to local reps to address settings. There were no further complications reported or anticipated. Additional information was reported on (B)(6) 2020 that the implantable neurostimulator (ins) switched from group b to group a today. The patient stated that when the switch suddenly happened, they felt pain in their back, and noted that group a caused them electrical shocks that were uncomfortable. During the call, the controller confirmed that they were on group b, the ins was on, but they did not feel stimulation. When the patient tried to increase, they reported seeing the settings not available screen. Stimulation was usually set to 5.0ma or 5.5ma, and the patient only decreased stimulation down to 3.0ma at night when they slept. The patient planned to attempt to charge the ins (since the ins was at 40%, and the controller was at 50%) and try to increase. They would follow-up with the hcp if the issue did not resolve. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she met with a manufacturer¿s representative (rep) who programmed her for group c, but the next day when she woke up, group c didn¿t work. The patient reported that the rep tried to get the settings in group b she had before but wasn¿t able to and the rep said there might be something going on with the lead. The patient noted that she had an x-rayto check everything and hadn¿t heard back from her healthcare provider¿s (hcp) office about the x-ray yet. The patient reported that she was in so much pain because her settings weren¿t working so she wasn¿t getting any relief. The patient reported that the stimulation was in her left leg when it was supposed to be in her back. The patient also reported that if she tried to turn the stimulation level up high to help with the patient, the high settings make her nauseated. No further complications were reported.